Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Pain vagina [vulvovaginal pain] pain, at the moment it was extracted [complication of device removal] the strings came out the wrong way from the applicator... They had like fibers- tampax [device physical property issue] case narrative: consumer reported via email that the tampon strings came out the wrong way in the applicator. No serious injury was reported.